Manufacturer narrative:
During functional testing, the water temperature had not grown above 30 degrees after 20 working minutes and the electrical test showed that the heater had bad values. The reported problem was confirmed and determined to be caused by the defective heater. The heater, tank gasket, o-rings and top foam were replaced. A functional test was performed and no other error occurred. Additional information g5. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) temperature reading did not surpass 34 degrees celsius. There was no patient involvement.